Event description:
Upon receipt of the device, the sales rep reported, the central control monitor screen unexpectedly froze and would not boot up as expected. No other details regarding the nature of the event were provided. Since this event occurred upon receipt of the device, there was no pt involvement during this event.